Event description:
Rep reported that dr claims he unnecessarily revised a pt's chpv due to a faulty programmer. Rep has verified that the programmer is not properly programming a packaged chpv. The doctor claims he attempted to reprogram the pt and could not . Dr. Assumed the valve was bad and performed a surgery to replace the chpv.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.